Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report c-34 error on erbe. Power cycling erbe did not resolve the issue. Site replaced the generator and continued with the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the customer reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and failure analysis investigations confirmed the customer-reported complaint but could not replicate it. The issue was confirmed via system logs, with c-34 errors recorded on (B)(6) 2025. A visual inspection revealed no physical issues related to the reported event. Functional testing on the system showed that the erbe unit successfully energized and cauterized all ports and instruments without any problems. Review of the erbe internal logs indicated c-00 errors were recorded. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator.